Manufacturer narrative:
Insulin pump had moisture damage was noted on keypad traces. Insulin pump was monitored. All operating currents tested within specification range. No blank display noted. Insulin pump had a cracked reservoir tube lip, cracked battery tube threads and minor scratches on display window noted during visual inspection. All buttons function properly.

Event description:
Customer reported issues with the insulin pump. Customer states that the keypad is not working accurately and the device shut off. The blood glucose reading is 288 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.